Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This did not resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the optic torn and the haptic torn, broken, bent, deformed and stretched out. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).